Manufacturer narrative:
As alleged, the patient experienced an adverse outcome post implant of a polypropylene mesh. The actual device and device manufacturer used to treat the patient was not identified. Based on the limited information available, no conclusions can be made. The degree to which the implant used to treat the patient, may be causing, or contributing to the patient¿s postoperative course is unknown. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, customer commented on a social media post that the patient experienced neuropathy post implant of polypropylene plastic mesh.